Event description:
It was reported that the unspecified bd¿ infusion set had flow issues, with the syringe pump alarm ringing for occlusion, resulting in the line having to be manually flushed. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "clinicians report the syr pump rings occluded ¿all the time¿ when they run a flush after an intermittent medication. They are then unable to infuse the flush via the syringe pump and must manually flush the line.".

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of fluid blockage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter phone#: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd¿ infusion set had flow issues, with the syringe pump alarm ringing for occlusion, resulting in the line having to be manually flushed. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "clinicians report the syr pump rings occluded ¿all the time¿ when they run a flush after an intermittent medication. They are then unable to infuse the flush via the syringe pump and must manually flush the line."